Manufacturer narrative:
The customer would like to send the unit in for repair, but it has not yet been received by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went out.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went out.

Manufacturer narrative:
H10: additional narrative: on 8/8/2018 customer reported cns display was not receiving signal from the cns tower. The issue is with local display and remote display. There is a black box connected the cns to the displays. There were no reported power outages. When a working display was tested on this cns setup, the issue persisted. Service requested: repair/loaner. Service performed: repair/loaner. Investigation result: nka repair center evaluated the device. Cmos error message was found during boot up. The lithium battery on the motherboard was replaced to resolve this error. Per service manual revision e, when device encounter error "bios checksum error - default loaded", lithium battery should be replaced. Nka repair center then noted that device does not boot up intermittently, fails post. Motherboard part # 58708 needed to be replaced. However, due to device was no longer supported, replacement parts were no available. Device was put into service on 8/7/2004. Service history for this device shows no previous history of display issue. The component failure occurred after 14 years of service. Although the root cause could not be determined, the service life exceeded the warranty period by 12 years. Correction: d4. Serial # incorrectly listed: corrected on MDR follow up 001. F9. Approximate age of the device: date based on incorrect manufacturer date. Corrected on MDR follow up 001. H4. Device manufacture date: date based on incorrect serial # corrected on MDR follow up 001.